Event description:
The complaint is reported as: "the catheter was working well. They sent the patient to radiology where they administrated some medicines, when the patient got back from radiology the catheter was not permeable, it was hard and tight. The doctor decided to have a new access with a new catheter." The catheter was reported to be blocked and the user couldn't flush saline and other medicines. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the catheter was working well. They sent the patient to radiology where they administrated some medicines, when the patient got back from radiology the catheter was not permeable, it was hard and tight. The doctor decided to have a new access with a new catheter." The catheter was reported to be blocked and the user couldn't flush saline and other medicines. No patient harm reported.